Manufacturer narrative:
An investigation was indicated. Conclusions will be provided to a final report.

Event description:
Arjo was informed about an citadel plus bed malfunction. An unintended movement of a backrest section was observed without any command given by a patient or a caregiver. No injury no other medical consequences were reported.

Manufacturer narrative:
Arjo was informed about an citadel plus bed malfunction. An unintended movement of a backrest section was observed without any command given by a patient or a caregiver. No injury no other medical consequences were reported. All citadel plus bed frames are equipped with 8 adjustable bed width adjustments which allow to extend the width of the frame. Following information gathered by an arjo service technician, one of the 8 bed extensions was differently set in width compared to the rest bed extensions. As a result, the mattress placed on the bed was compressed what contributed to activation of the button located on the side rail which was responsible for backrest section movement and blocking others electrical functions. According to warning included in the instruction for use (831.374) the user ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ the citadel plus device was used for a patient treatment when the unintended movement occurred and from that perspective it played a role in the reported issue. The device was not prepared correctly for use as no all extensions were in the same position. No other failure was found during the device evaluation. No adverse outcome was reported.